Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper case was dented and broken, the side bail covers and ring cover were broken and the battery contacts were compressed. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned for its test and calibration procedure and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
(B)(4)